Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced headache after the scs implant procedure. The physician suspected csf leak and applied blood patch. Follow up identified the headache has resolved.